Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 576 mg/dl at the time of incident and other blood glucose value was 471 mg/dl. The customer treated high blood glucose with syringes. The customer did allege that the insulin pump was under delivering. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer was reported that the insulin pump had insulin flow block alert. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.